Event description:
A medtronic representative reported that when using fluoronav, navigation for the lateral images were inaccurate 3-4mm caudally during posterior fixation for spinal canal stenosis. Fluoroscope was used and then flurorscope to complete the procedure without the use of navigation. A c-arm analog, was used for obtaining images. Passive planar sharp was instrument used for procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight was unavailable from the site. Software investigation not completed at time of the report.

Manufacturer narrative:
A medtronic representative confirmed the tracker and c-arm have been used accurately without any issues since this issue occurred. The exams that were used for navigation during the surgery when the reported event occured were analyzed by engineering, but no issues were found. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.